Event description:
Customer reports one incident of a blood leak on use #12 during pt treatment. Noted by a blood leak alarm and visible blood in dialysate. No pt injury or medical intervention reported.